Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and performed according to specification.

Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(4) 2011. During the procedure, the motor drive unit worked intermittently and had insufficient drive, however, the physician was able to complete the surgery. There were no adverse patient consequences.